Event description:
It was reported that during a stenting treatment procedure of the right common iliac, balloon removal difficulties were encountered. According to the customer, "after stenting, doctor was withdrawing balloon out of the body and it fractured in half. One half was out of the sheath and the other half was distal and still inside the body. Doctor was able to remove the sheath and the other half as one unit and balloon was still on catheter body." The procedure was successfully completed with this device. Patient status is reported as "okay." Additional information regarding this event has been requested.

Manufacturer narrative:
H6: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing records for batch# 7240478 found that the device met its material, assembly and product specifications.